Event description:
It was reported that during the lap gastrectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Opened the device manually with big force. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Please provide more details about the device quality issue. Difficult to remove the device after the fire. 2. Did the device staple? Yes 3. If yes, was the staple line complete (fully circular)? Yes 4. Did the device have staple line issues? Malforms, missing staples, no staples etc unknown 5. Was the breakaway washer completely cut? Unknown 6. Were there two complete tissue donuts? Yes 7. Was it a partial cut? No 9. Did the device cut the tissue? Yes 10. Was the device locked on tissue with the anvil closed? Yes 11. If yes, what steps were taken to open the anvil? Unknown 12. If the anvil could not be opened, how was the device removed? Unknown 13. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes 14. Did the washer break completely? Unknown 15. Was there audible and tactile feedback from the washer break? Unknown 16. Was there adjusting knob issues? Unknown 17. Did the anvil detach? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.